Event description:
It was reported to vyaire medical that the bellavista1000e us had tf 401 inspiration valve or device leaky. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire medical advised to recalibrate the device. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Most likely the failure is due to leak caused by a not well applied o2 sensor - user fault. As a resolution, vyaire tech suport (ts) check the logs and it shows that the tf alarm - 401 no longer occurred. Performed calibration was also successful. Device is ready for use.